Event description:
It was reported the patient developed acute and subacute infective endocarditis and was admitted to the hospital due to infection. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and reported the patient was admitted with fever of unknown origin, night sweats, near syncope, chronic kidney disease stage IV and an acute kidney injury. The patient had a history of a urinary tract infection and had been hospitalized and treated with antibiotics. The urine culture was positive for a polymicrobial gran-negative bacteria. No warmth or tenderness to palpation was present around the generator site. An echocardiogram revealed an elongated mobile mass on the pacemaker lead in the right atrium. The generator was explanted, a debridement was performed, the leads were removed. The surgical wound culture was (B)(6) for (B)(6) and all blood cultures were negative. The device system was replaced as a later date. No further patient complications have been reported as a result of this event.